Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired and engaged in interlock. The jaw of the reload was fully open. Most of the staple pushers were pushed back to the cartridge. There were displaced anti-friction nylon pads on I-beam. Functional testing noted that the reload was loaded into a representative device. The jaws were fully opened and closed repeatedly but the clamping mechanism was deformed. The interlock was overridden and the reload was applied to test media. Test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the jaws of the device did not open completely. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if device had been applied on tissue beyond the indicated range. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia ultra universal short, endo gia ultra universal or endo gia ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic gastric resection, after the resection, the jaws did not open completely when released. There was no patient injury.